Event description:
During a laparoscopic esophagectomy procedure, the staples did not fully close and the tissue opened. The procedure was completed with another like device. There was no patient consequence.